Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after installing a software upgrade and booting the programmer back up, the programmer screen froze and would not respond to touch or the stylus. The user could not close the "find patient" box. The user attempted re-booting a couple of times as well as removing the battery and unplugging and plugging back in. This did not resolve the issue. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the screen froze and would not respond to touch or the pen. Battery was completely discharged and would not charge. Replaced the battery with a new battery. Reconfigured, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.